Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen "when trying to start cgm session." Customer¿s blood glucose level was 219 mg/dl. Reportedly, customer performed a pump reset and a cartridge change to resolve the issue. Customer continued to use the pump for insulin therapy.